Manufacturer narrative:
A biomérieux investigation was conducted for a misidentification of escherichia coli as salmonella sp. In association with vitek® 2 gn test kit. The customer submitted two lab reports. The bottom of both lab reports were cut off so some well results and the software version is missing from the report. Lab report from (B)(6) 2016 showed a very good identification of salmonella spp. Five (5) well reactions were cut off the lab report but the remaining well results showed five (5) atypical negative reactions (glya, agal, bgal, phos, bgur). Lab report from (B)(6) 2016 showed a very good identification of salmonella spp. Seven (7) well reactions were cut off the lab report but the remaining well results showed four (4) atypical negative reactions (agal, bgal, phos, bgur). A review of quality records confirmed gn lot 241396710 met the final quality control release criteria. Escherichia coli and salmonella are closely related species. Any identification of salmonella should be confirmed with another method such as serology. The vitek® 2 gn lab report prints the message "confirm by serological tests" for any identification of salmonella. The customer confirmed the identification by sending it to their state laboratory. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. The submitted isolate exhibits an atypical biochemical profile. Without the strain or raw data it's not possible to further evaluate the cause of the misidentification.

Event description:
A customer from the united states reported to biomérieux a misidentification of escherichia coli as salmonella sp. In association with vitek® 2 gn ID test kit. Initial and repeat testing of the isolate with the vitek® 2 gn identified salmonella sp. (95%). The isolate was taken from a mac plate, incubated >/=18hrs non-co2, and was indole positive, h2s negative. The customer sent the isolate to a state laboratory for identification and was tested with maldi-tof which identified escherichia coli. The customer then tested the isolate with api® 20e test strip which gave an identification to genus e. Coli 1 (84.1%) and e. Coli 2 (15.8%). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.